Manufacturer narrative:
The reamer (B)(4) within the attune qkit tib prp fb/rpsz6-8 (254400102) was not returned for evaluation, however a provided photograph confirms the reported event. A complaint database search on the reported reamer identified one similar event. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor subsequent events. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
In the attune solo tibial pack size 6-8 (254400102) a small polymer fragment was observed on the tip of the tibial drill after drilling. A source of the fragment could not be determined. Lavage was performed before and after implantation for several minutes per standard surgical procedure. No pieces remain in the patient delay of less than 5 minutes total.